Event description:
It was reported that at implant the patient could not be defibrillated with the implanted df-4 system. This included trying the device with a single right ventricular (rv) lead and then a dual coil rv lead. The physician then requested to go to a df-1 system for the option of using the subcutaneous svc (superior vena cava) coil. Therefore, the df-4 system (device and rv lead) was explanted and replaced with a df-1 system. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned, analyzed and no anomalies were found. (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism. (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism.